Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured at the proximal part of the balloon. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.